Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a coupling problem with recharging. The patient had not been able to charge his device for the past 4 months. It was noted that the patient was a thin man and had lost 30 pounds. He could feel the outline of the device. The pocket did not appear to be loose and there was no swelling. The patient had received a replacement on his recharger and continued to get 0 coupling bars. The antenna locate feature resulted with 60-68 without any coupling bars. The clinician programmer was showing a discharged battery/charge battery message. Additional information received reported that x-rays were taken and the implantable neurostimulator (ins) had not flipped. Follow-up determined that as of (B)(6) 2015, the cause was still unknown and no action had taken place by the doctor to do a revision. The patient was still not receiving any relief from the unit. A power on reset (por) was attempted and after an hour there was still no charge. This event will be updated if additional information is received.